Event description:
Event description guidant received information that noise was noted on both the atrial and ventricular channels of this implantable cardioverter defibrillator (ICD) at various times of the day. The noise was fine and lasts about 6-12 seconds. It was not reproducible with isometrics. All lead measurements have been nromal and stable. No shocks were delivered, but pacing inhibition was reported.